Event description:
The customer reported obtaining hemoglobin (hgb) blank shift error messages from the unicel dxh 800 coulter cellular analysis system. The instrument also generated r-flagging for the hgb parameter on 6c controls. There was no report of injuries, erroneous results, or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse could not replicate the reported hgb blank shift error messages, but found that the hgb chamber was discolored and cloudy. The fse replaced the hgb chamber and no other issues were observed.